Event description:
Approx 10 mos ago (2008) a pt underwent laparoscopic surgery to repair a hernia. The surgeon quilted together two pieces of veritas tissue size 12cm x 25cm. Nine months later, the surgeon observed that there may be a recurrence with the pt's previous surgery. During the second laparoscopic surgery, it was noted that the veritas implant was well incorporated; biopsies were taken and a synthetic mesh was used. No additional info is available.

Manufacturer narrative:
No evaluation can be performed; device was not returned to synovis.